Manufacturer narrative:
An event of thrombus was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25mm masters series valve was implanted. On an unknown date patient present to the hospital and a thrombus on one of the leaflets was reported. A thrombolytic therapy was performed and the patient was reported to be in stable condition and was discharged.